Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issue with the function or operation of the system. The cause of the reported event was attributed to misuse by user facility personnel. While onsite the technician counseled user facility personnel on the proper use and operation of the hv1000 integration system. No additional issues have been reported. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.

Event description:
The user facility reported that prior to a patient procedure the wall monitor to their hv1000 integration system would not respond to touch and was frozen. No report of injury.